Event description:
This spontaneous report was received on (B)(6) 2012, from a wife reporting on her husband (age unspecified) from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 68, expiration date and frequency unspecified). After an unspecified duration, the flosser snapped while using. The wife stated that the flossers were not lasting longer than one day. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a wife reporting on her husband (age unspecified) from the united states. On an unspecified date, the consumer started using reach access daily flosser for dental cleaning (route-dental, lot number 68, expiration date and frequency unspecified). After an unspecified duration, the flosser snapped while using. The wife stated that the flossers were not lasting longer than one day. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case. Additional information received on (B)(4) 2012. Based on the quality investigation, a review of the data associated with this complaint category (does not perform as expected) revealed no adverse trends. Lot number was invalid. All non conformances generated (B)(4) prior to the complaint date received, were reviewed. No non-conformance was opened related to breaks fall apart with use during this period. A review was performed of the specification changes for (B)(4) prior to the complaint date received, and these changes had no relation to the complaint event description, and could be concluded that the event was not caused by changes. A returned field sample was not received for evaluation. A review of the investigation documentation did not indicate the product reach access daily flosser failed to meet specifications. Based on the information available, it was determined that a malfunction did not occur. The complaint trends would continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.